Manufacturer narrative:
The technician found the casters were worn due to age. The technician replaced the casters to repair the bed.

Event description:
Information received indicates when the brakes were engaged, the casters would still swivel.